Manufacturer narrative:
Summarized patient outcomes/complications of the clinical performance of mechanical aortic valve prostheses. Devices included on-x, carbomedics, bicarbon, standard regent, open pivot, masters, or advantage valve models were reported in a research article "comparative long-term clinical performance of mechanical aortic valve prostheses" in a subject population with multiple co-morbidities including myocardial infarction, heart failure, atrial fibrillation, pacemaker, implantable cardioverter defibrillator, percutaneous coronary intervention, hyperlipidemia, hypertension, endocarditis, peripheral vascular disease, chronic obstructive pulmonary disease, diabetes, stroke, cancer, hepatic disease, alcohol dependence, concomitant coronary artery bypass graft. Some of the complications reported were death, surgical intervention (valve explant/reintervention), hospitalization, heart failure, bleeding, stroke, transient ischemic attack, embolism; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. D4: the UDI number is not known as the part and lot number were not provided literature : "comparative long-term clinical performance of mechanical aortic valve prostheses"

Event description:
The article, "comparative long-term clinical performance of mechanical aortic valve prostheses", was reviewed. The article presented a retrospective, multicenter study to investigate the clinical performance of mechanical aortic valve prostheses. Devices included on-x, carbomedics, bicarbon, standard regent, open pivot, masters, or advantage valve models. The article concluded that in this cohort study of mechanical valve surgical aortic replacement outcomes in sweden, the rate of all-cause mortality was higher in the bicarbon group than in the carbomedics, regent, and standard model groups. These findings warrant further research on the long-term clinical performance of the bicarbon valve. [The primary and corresponding author was michael dismorr,md, phd, department of molecular medicine and surgery, karolinska institutet, se-171 76 stockholm, sweden, with corresponding email: michael.dismorr@ki.se] the time frame of the study was from 01 january 2003 to 31 december 2018. A total of 5224 patients were included in the study, of which 1394 (26.7%) received an abbott device (regent - 567, masters - 827). The average age was 56.8 years and the majority gender was male. Comorbidities included myocardial infarction, heart failure, atrial fibrillation, pacemaker, implantable cardioverter defibrillator, percutaneous coronary intervention, hyperlipidemia, hypertension, endocarditis, peripheral vascular disease, chronic obstructive pulmonary disease, diabetes, stroke, cancer, hepatic disease, alcohol dependence, concomitant coronary artery bypass graft.